Event description:
It was reported that there were concerns this cardiac resynchronization therapy pacemaker (crt-p) was experiencing premature battery depletion (pbd) as the battery longevity was noted to have decreased from 2.5 years to seven months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that there were concerns this cardiac resynchronization therapy pacemaker (crt-p) was experiencing premature battery depletion (pbd) as the battery longevity was noted to have decreased from 2.5 years to seven months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.